Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain. Activity level: active.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/6/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported elevated cobalt with damage to femur requiring revision surgery and pain with physical activities and certain movements. Medical records reported osteolysis with calcar resorption, 3 pseudotumor like fluid collections on mars MRI, lab results for metal ions less than 7 parts per billion, pain, and radiograph reportedly showing metal shavings coming off the prosthesis. There was no revision surgical report within medical records reviewed at this time. Patient harms updated. The complaint was updated on: apr 28, 2016.

Manufacturer narrative:
No device(s) associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the liner product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. A worldwide complaint database search found no other reported incident(s) against the femoral stem or head product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
Update rec'd 12/11/2015: litigation papers allege that 10 years after implantation the patient experienced pain in his left hip while playing golf. During a visit with his surgeon, the surgeon conducted a blood test and determined that the patient's serum cobalt level was very elevated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).